Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: a review of the black box showed no evidence of a short battery life. A warning was found in the black box due to a low discharged replace battery. The rewind, load, and prime steps were performed successfully. The currents were within specifications. The pump cover was removed to find no intermittent conditions to the printed circuit board. The short battery life complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.